Manufacturer narrative:
The dialyzer was discarded by the initial reporter and is therefore unavailable for manufacturer evaluation.

Event description:
A user facility clinical manager reported that a dialyzer blood leak occurred during the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an external blood leak and was visually observed. A crack in the dialyzer was visually observed. The patient¿s estimated blood loss (ebl) was approximately 100ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on the same machine and treatment completed successfully with new supplies. The complaint device was reported to have been discarded and therefore is not available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. A lot history review was performed. There were a total of 15 reported complaints against the lot (including the current complaint). All 15 complaints address reports of external blood leaks. This complaint total triggered the initiation of a CAPA and. (B)(4) was initiated to further investigate external blood leaks on this lot number. There was no indication of product non-acceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The reported lot number passed pyrogen testing and was within sterilization dosage parameters. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.